Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection performed on pusher wire, coil and introducer sheath were returned for this complaint. The twist lock of the introducer sheath had been opened. The introducer sheath was inspected and no anomalies was noted. Residues of blood were noted within the introducer sheath. The coil fiber bundles had blood on them. The pusher wire was inspected and no anomalies was noted. The coil was returned kinked and stretched. No more damages were found in the returned device. Functional inspection performed on pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it due to the main coil was stuck; it was necessary to cut the sheath in order to release the main coil. After the main coil was release it was noted that the interlocking arm was detached. The coil was returned kinked and stretched. Microscopic inspection performed on pusher wire. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies was noted. Microscopic inspection performed on main coil. The zap tip has a smooth surface. The interlocking arm was inspected and it was detached. Dimensional inspection of the pusher wire that could be measured were performed and were within specification. Dimensional inspection of the main coil was performed and revealed that the outer diameter (od) of the zap tip and primary coil were within specification. However, the were missing number of fiber bundles.

Event description:
Reportable based on device analysis completed on 23oct2020. It was reported that the coil stuck in the catheter. A 14mmx20cm interlock was selected for use in a bronchial artery embolization procedure. During procedure, the coil was deployed but it got stuck. The microcatheter was then retrieved. The procedure was completed with a another of the same device. No complications reported and patient was stable post procedure. However, device analysis revealed detached interlocking arm and missing fiber bundles.